Event description:
It was reported that the power-on-rest (por) condition was seen implantable neurostimulator (ins) with a ¿call your doctor¿ icon message observed on the programmer unit which they started seeing yesterday. It was noted that it was thought that, on saturday, the patient was having a heart attack and was taken to the hospital. A CT scan and a stress test (¿not sure what other tests they did¿) were performed while the stimulation was on because the patient had forgotten to bring the programmer unit. The patient¿s bladder was working ¿so good¿ until yesterday around noon when they started going to the bathroom every 12 to 20 minutes or so (confirmed that the symptoms started suddenly). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va044he, implanted: (B)(6) 2013, product type lead. (B)(4).